Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator resulted in no anomalies found.

Event description:
It was reported that a patient experienced a loss of stimulation and therapeutic effect. There were high impedance values of greater than 4 ,000 ohms on channel 2 (contacts 8 to 15). The physician decided to replace the implantable neurostimulator (ins). It was reported that the patient was alive with no adverse event or injury. About three weeks later it was reported that the contacts were checked and the physician realized that the channel 2 contacts were actually 4-7. After the change of lead configuration, the patient was "ok" and receiving the therapy correctly. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.